Event description:
It was reported that the inner locking mechanism / release has broken off. There was no delay during the surgery. The tech simply set it aside and informed us it was not working correctly.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The IFU for instruments states the instruments may fracture depending on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Also, instruments with articulations may require lubrication. This device was 2 years old at the time of the event, and although the exact number of uses is not known it was reported that it has been used often. A material analysis performed concluded that the t-handle fractured as a result of mixed cleavage and ductile overload. Conclusion: the plausible root cause of the reported event is user related. Specifically, applying excessive force to the t-handle during assembly.

Event description:
It was reported that the inner locking mechanism / release has broken off. There was no delay during the surgery. The tech simply set it aside and informed us it was not working correctly.